Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced a failure. The reported condition occurred during biomed testing. Quality engineering review of the device event history confirmed this condition as failure code 500:320:844:0000, which interrupted delivery. There was no patient involvement, and therefore no patient injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump that experienced a failure was confirmed during product evaluation by baxter quality engineering as failure code 500:320:844:0000. The assignable cause for this event was determined to be a defective keypad. There were no repairs made to the device in regards to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.